Event description:
It was reported to philips that the system was unable to perform rotational acquisition. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during undergoing diagnosis. The procedure was completed by moving the equipment a little slower than normal. It was reported to philips that the system was unable to perform rotational acquisition. Review of the log file shows warnings that the workstation was not ready, preventing rotational acquisition. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that the bodyguards were causing the issue. To resolve the issue, the fse advised the client to avoid placing surgical blankets and other objects near the tube and detector to prevent false positives. After repairs the device returned to good working order. The codes were updated based on the investigation outcome.